Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection and temperature test were performed following bwi procedures. Visual analysis of the returned device revealed a hole on the pebax with internal parts exposed and the spring helix bent; however, the hole and the spring helix could be related to the handling. However, it cannot be conclusively determined. The temperature and impedance tests were performed, and no temperature was displayed due to an open circuit on the tip area. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: if the rf generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. A manufacturing record evaluation was performed for the finished device 30980506l number, and no internal actions related to the complaint were found during the review. Biosense webster's quality process ensures all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a broken pebax. Initially, it was reported that when they ¿were going to ablate the temperature raised¿ (temperature cut-off value was exceeded) and ablation stopped immediately. The cable was replaced but the issue did not resolve. When the catheter was replaced, the issue resolved. There was no patient consequence. The temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-oct-2023, there was a hole on the pebax with internal parts exposed. The broken pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 24-oct-2023.